Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving dilaudid (hydromorphone) (6 mg at 3.96766 mg/day), bupivacaine (30 mg at 19.83832 mg/day), and unknown baclofen (600 mcg at 396.76632 mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient had uncontrolled lumbar back pain. The patient was instructed to schedule an it rate adjustment visit. It was noted that they were using increased oral oxycodone secondary to their pain. Theit rate was increased secondary to uncontrolled pain. A reservoir volume discrepancy was noted during the pump refill at this visit: expected reservoir volume irv - 16.4 ml, actulal reservoir volume arv ¿ 22 ml.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving unknown drug via an implantable neurostimulator (ins) for unknown indications for use. It was reported that examination revealed a lumbar site seroma. 118 ml of clear fluid was aspirated from the site. But reports of persistent fluid at the site remained. Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving dilaudid (hydromorphone) (6 mg at 3.96766 mg/day), bupivacaine (30 mg at 19.83832 mg/day), and unknown baclofen (600 mcg at 396.76632 mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient had uncontrolled lumbar back pain. The patient was instructed to schedule an it rate adjustment visit. It was noted that they were using increased oral oxycodone secondary to their pain. Their rate was increased secondary to uncontrolled pain. A reservoir volume discrepancy was noted during the pump refill at this visit: expected reservoir volume (irv)- 16.4 ml, actual reservoir volume (arv)¿ 22 ml. Additional information received from the healthcare provider via a clinical study indicated that the patient reported during a telehealth visit that the fluid had reaccumulated at the lumbar site. Examination on a later date revealed minimal cerebrospinal fluid csf accumulation secondary to leak. Site was noted to be soft and fluctuant. Additional information received from the healthcare provider via a clinical study indicated that the patient had a persistent seroma. The it rate increased and the patient was given oral oxycodone. Reported volume discrepancies and persistent pain continued to be recorded: on (B)(6) 2024 irv - 6.2 ml and arv ¿ 15 ml, on (B)(6) 2024 irv - 6.7 ml and arv ¿ 15 ml, on (B)(6) 2024 irv - 7.4 ml and arv ¿ 17 ml, and on (B)(6) 2025 irv - 3.7 ml and arv ¿ 15 ml. The catheter connector was cut, both segments were tied off and remained implanted; anew catheter was implanted resolving the issue.

Manufacturer narrative:
Continuation of d10: product ID 8781. Serial# (B)(6). Implanted: (B)(6) 2023. Product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.